Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. One year post-operatively, the patient experienced hernia recurrence. No additional information has been provided.